Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, underweight, broken shell and crease fold. A visual and microscopic analysis was performed which identified, crease sharp broken on posterior, stress marks, wear abrasion and missing shell (0-25%). Based on the device analysis, the final assessment is: a pattern of crease sharp on posterior side of broken shell assessed, as fold flaw opening. Missing shell assessed, as inconclusive.